Event description:
It was reported that no issues during pre-use testing. The foley catheter was placed in the operating room. Spontaneous dislodgement discovered during transition from urology to surgery. No signs of sterile water leakage near the patient. Sterile water was re-injected into the device, but the balloon showed no abnormalities. After some time, the balloon deflated slightly. The leak was identified in the shaft's inner lumen-to-outer lumen. The lot number of this product was myku4131.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.